Event description:
A malfunction alarm indicated by the code "malf 9" was reported, and the customer was unable to reset the pump at the time. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to call back when available for further assistance. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.